Manufacturer narrative:
Report date: 18jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a navigational ring failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse). The customer stated the numbers were jumping while trying to adjust the settings. The customer requested a philips field service engineer (fse) to be dispatched to their site. The philips field service engineer (fse) confirmed and duplicated the reported issue. The customer stated the touchscreen was functional. Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.